Manufacturer narrative:
Image analysis summary: an image shows deployment of a stent in the proximal right coronary artery. An image shows a dislodged stent on a guide wire in the rca. A contrast image of the rca shows multiple patchy regions suggestive of calcification . An image shows a device delivered and inflated to the distal rca. Due to image quality it is not possible to determine the type of device being used. An image shows the dislodged stent in the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used during a procedure to treat a severely calcified, moderately tortuous lesion exhibiting 90% stenosis in the mid-distal proximal right coronary artery (rca). The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was not used. It was reported that stent dislodgement occurred during delivery to the lesion. The stent was pressed against the wall with a balloon. The patient was sent for bypass surgery.